Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed the localizer was not connected. The reported issue occurred when entering the cranial application software. Restarting the navigation system restored functionality. There was a reported delay to the procedure of about ten minutes due to this issue. There was no impact on patient outcome. No additional information was provided.